Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an inop message and charge issue during opcheck. The customer indicated "damage", but physical damage can not be confirmed at this time. No pt involvement.